Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for parkinson's dual. It was reported the patient was implanted last thursday. The ins was only at 75% and the patient was anxious about that. They tried recharging today and they were getting zero coupling boxes. The doctor did not confirm if the patient should/could charge. No patient symptoms or further complications were reported as a result of this event.